Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 100% to 55% within one day. In addition, the customer reported the insulin gauge remained static at 95 units despite boluses being delivered. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.